Event description:
It was reported a patient underwent a hysterectomy on (B)(6) 2023 and barbed suture was used. Dr. Was using suture for vault closure, after the few bites the suture got broke. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: this is an analysis for a photo submitted for evaluation. No product was returned. During the visual analysis, the following was observed: the photo shows an apparently closed aluminum package with product code. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Note: events reported via: mw# 2210968-2023-05745. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.